Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and upon inspection of the unit, the reported error issue was confirmed. The surgery center was supplied with a loaner system for their immediate needs. Fss replaced sub-system printed circuit board (pcb), phaco controller pcb and max drive pcb on the customer unit, which resolved the reported issue. The system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported error 285 (check for loose handpiece tip and retune) occurred during treatment of one patient /one eye with the signature system. Per account, two handpieces have already been replaced, but no gain. It was reported that the clinic was not able to restart the machine and continue and that another system was used to complete the surgery. There was no patient injury or surgical intervention required.